Event description:
A cart alarm 20a was reported during pumping, and it did not cause the customer's blood glucose level to exceed 500 mg/dl. Tandem technical support resolved the issue by instructing the customer to return the problematic pump and sending a replacement. The customer was advised to put the pump into storage mode before sending it back and to use their current pump to ensure insulin delivery was not interrupted.